Manufacturer narrative:
Additional information: the returned inserter was evaluated. The weld around the alignment block has fractured which allowed the alignment block to disassemble from the remainder of the inserter. The cause of failure cannot be determined at this time. Possible causes include over-torquing of the device while mated with the screw or a gradual weakening of the laser weld over time eventually leading to its fracturing. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw inserter was broken during surgery. No further information is available.